Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 26.0 mmol/l (468 mg/dl) less than 4 hours after the pod was activated. He noticed the cannula was kinked and it was out of his skin. The adhesive pad was well and he could smell insulin.